Event description:
Pt's upper body slid off of the operating room table. Pt's lower body was guided off of the operating room table by surgeon and surgical residents. Pt's wound was protected by surgeon and dressed immediately (sterilely). Pt landed on right shoulder and did not lose consciousness. Prior to the pt's fall, the pt was positioned on the operating room table with the table tilted to the right, right side down. Pt was also on a hovermatt. Safety straps were intact around pt's thighs and arms bilaterally. Bed wheels locked. Pt had been restless on and off throughout case, intervention was taken. Pt did not appear restless at the time of the fall. FDA safety report ID# (B)(4).